Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had low rso2 reading. Over a period of about 10 minutes there were erratic changes in the values for both, left and right, hemispheres, values dropped to nearly 25% absolute. The procedure was accomplished without problems and no injury for the patient.